Manufacturer narrative:
This issue was identified as presenting a different failure mode than the one identified in MDR #9613299-2013-00001. A follow up report will be submitted once investigation results are available.

Event description:
During inspection of the rails and screws, it was found that more than one of the radial ball nut housing screws was loose. No detector fall event and no injury was reported. The loose screws in question may impact the radial drive that might lead to ball screw stress which in turn may result in a mechanical failure.